Event description:
It was reported that the pump exhibited a bubbled downstream occlusion. During physical inspection, it was found that there was a delaminated downstream occlusion seal. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal and a contaminated downstream occlusion sensor. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was due to a failed downstream occlusion seal. As a result, the downstream occlusion seal/sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.